Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in-clinic after receiving a vibratory alert. The right atrial lead exhibited multiple noise episodes and undersensing. A chest x-ray revealed that the lead had dislodged and the device was programmed to vvi mode. On (B)(6) 2016 the lead was explanted and replaced but the physician had difficulty retracting the helix. The patient was in stable condition post surgery.